Manufacturer narrative:
(B)(4).

Event description:
It was reported the ipg is unable to communicate with the external devices and the issue was confirmed by the sjm representative. The patient stated he last recharged (B)(6) 2016. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg. Therapy has been resumed.